Event description:
It was reported a "programming error with iron" infusion that was "corrected within 30 minutes." This was reported to bd associates during their sit visit. Per report, this was a "general feedback, no further information, no devices sequestered, no products available for investigation." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.